Event description:
It was reported the subject device exhibited an e216 error communication. There were no reports of patient harm or involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was confirmed. In addition, the investigation found that device had no image. Based on the results of the investigation, it suggests the probable causes of the alleged failure that reported a general error are due to no image (black screen) and error e216, c-code. The most probable cause of this complaint is traced to component failure expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.